Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient death post procedure was potentially due to a delay in the procedure. During a rotational atherectomy procedure, while platforming outside the patient, the rotablator console was unable to come out of dynaglide mode. Attempts to troubleshoot the issue were not successful. The physician elected to borrow another rotablator console from another facility. The 2nd rotablator console was used to successfully complete the procedure. It was reported that the patient died one or two days post procedure and risk management at the facility indicated that the rotablator console was not the cause of death but the delay of procedure may have contributed.

Manufacturer narrative:
Device evaluated by MFR: an attempt was made to test the console and foot pedal using a rotalink 1.75mm burr. The console could not be tested - there is no rotational speed display due to a massive gas/air leak at the turbine pressure switch and there is no burr rotation. The console exhibited a massive gas/air leak at the turbine pressure switch, which will cause the console to fail to enter turbine mode or dynaglide mode malfunction. This also resulted in the noise ¿ escaping air ¿ complaint. The pressure switch incorporates a polyurethane diaphragm which was subjected to gas/air pressure during console operation. As the diaphragm material deteriorates over time and through normal use, the diaphragm can develop a gas/air leak. Typical failure symptoms are internal gas/air leaks; turbine mode fails; dynaglide mode fails. Given the age of the console, the cause was due to normal wear and tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as the event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a patient death post procedure was potentially due to a delay in the procedure. During a rotational atherectomy procedure, while platforming outside the patient, the rotablator console was unable to come out of dynaglide mode. Attempts to troubleshoot the issue were not successful. The physician elected to borrow another rotablator console from another facility. The 2nd rotablator console was used to successfully complete the procedure. It was reported that the patient died one or two days post procedure and risk management at the facility indicated that the rotablator console was not the cause of death but the delay of procedure may have contributed.